Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Clinical trial. It was reported that following a carotid artery stenting procedure, the patient developed in-stent restenosis. The index procedure treated the 80% stenosed, 6x15mm lesion of the right proximal internal carotid artery. Treatment consisted of placement of a filterwire ez, a nexstent, and post dilation resulting in 0% residual stenosis. The patient was discharged two days post procedure. The patient returned 377 days following the index procedure for a study required 12 month follow up. Stroke scale assessment at that time showed facial palsy and dysarthria. The site noted this was "associated with old essential tremor and previously documented as per pre-procedure." The 12 month ultrasound showed 85% stenosis of the target lesion. Carotid duplex scan showed 80-99% stenosis well beyond the bifurcation in the right internal carotid. Core lab results showed 50-79% in-stent restenosis. The patient was treated on day 399 with a distal protection device and balloon angioplasty of the right proximal internal carotid. The procedure was successful and the event was resolved. The investigator assessed this event as possibly related to the nexstent.